Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had the device explanted on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/27/2019, the mentor failure analysis lab received the device for evaluation. Also on (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with mentor 550cc memorygel breast implants, catalog 3505504bc, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: during analysis, the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no nonconformances related to the reported complaint were identified. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced rupture and capsular contracture (baker grade unknown) on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.